Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a stonetome was attempted to be used during a procedure performed on (B)(6) 2025. During the procedure, the cutting wire got broken during papillotomy. The procedure was completed with another stonetome. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.